Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that this brady lead had tissue and was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that a tissue in the helix was present. Helix mechanism test failed due to the helix housing being clogged with dried blood or body fluid and tissue. This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this was attempted due to presence of tissue. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this was attempted due to presence of tissue. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant in the left bundle branch placement due to unknown product performance anomaly. This brady lead was replaced with same model and not implanted. No adverse patient effects were reported. Additional information was received which indicated that this brady lead had tissue and was returned for analysis.